Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to technical support that a fluid leak had occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had received an air detected in cassette alarm during drain 3 of 4. Prior to the air detected in cassette alarm, the patient also received a patient line is blocked alarm and a drain line is blocked alarm. The technical support (ts) representative advised the contact to restart the cycler and disassemble the supplies. When the liberty cycler set was removed from the cassette door, fluid was observed leaking out. At this point, it was also reported that air bubbles were visible in the drain line. The exact source of the leak was unknown, and no reported damage was found on the liberty cycler set. The ts representative advised the patient contact to discontinue use of the cycler; a new cycler was issued to the patient. The patient completed treatment by performing a manual exchange. There were no missed treatments reported as the patient was able to perform manual pd therapy until the replacement cycler arrived. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. The cycler was available to be returned to the manufacturer for evaluation.